Event description:
It was reported that the had a low blood glucose and was hospitalized. The customer's blood glucose level was 22 mg/dl. The customer's was treated with glycogen and a IV. The customer was wearing the insulin pump in time of 911 call. The customer was admitted at ems hospital. The customer declined all troubleshoot think it was site and the infusion set. The customer was advised and educated. The customer advised that the supplies will be replaced. The customer reported that he had a serter issues on the insulin pump. The customer was advised to return the serter and will ship a replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).